Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hs iii proximal seal sytem 3.8mm, they discovered the heartstring cutter was split/cracked open. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4).

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hs iii proximal seal sytem 3.8mm, they discovered the heartstring cutter was split/cracked open. A replacement device was used to complete the procedure. No patient involvement.